Manufacturer narrative:
Device-a. D5; h4: information not available, device not returned for analysis.

Event description:
It was reported the lt300 was used during a laparoscopic cholecystectomy. It was reported by thr affiliate there was failure of the clips not closing satisfactorily. The clips were crossing (samples enclosed). There was no consequence to the pt.